Event description:
It was reported that the patient experienced withdrawal. The patient never had therapeutic effect. The patient has several catheters inside his body but only one is attached to a pump. At the time of the report, the patient was debating whether to have another pump put in or ¿take out all the catheters that were left in¿ his body and ¿go without a pump¿. The patient was scheduled for an appointment with his healthcare provider (hcp) on the day of the report. At the time of the report, the device system was used to deliver saline.

Manufacturer narrative:
Concomitant product: product type catheter, product ID neu_unknown_cath, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The pt experienced "problems" with the pump and catheter in the past. No add'l info was reported. Add'l info has been requested, but was not available as of the date of this report.